Event description:
It was reported post carotid stent placement procedure, an 8f angioseal sts plus was deployed in the right femoral artery. Thirty three days alter, the patient was evaluated for symptoms of claudication in the right lower leg with an mr angiogram. A short segmental occlusion of the right common femoral artery was detected. The paitent was referred for surgical repair. The next day surgery revealed a "very large hyperplastic band that was almost completely obstructing the artery in a bank like stenosis." The hyperplastic band was removed and a sapheneous vein patch graft was used to close the site.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause for the vessel occlusion could not be conclusively determined. The angioseal device instructions for use (IFU) caution , should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.